Manufacturer narrative:
Abiomed received information that the patient had ischemic cerebrovascular accident (cva). The data logs show periods of low motor current pulsatility and suction and position issue alarms. Ultimately the root cause of hemolysis was unable to be determined because the pump was not returned for review. There was a cva reported, but its occurrence in relation to impella is unknown thus the patient injury is deemed unrelated.

Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed. If the customer does return the product back, then a follow-up supplemental will be filed.

Event description:
The complainant reported a (B)(6) years old asian male patient had impella cp pump inserted in the right femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had hemolysis worsened after insertion of the pump and as a result six (6) units of red blood cells (rbcs) was administered.